Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was returned and analyzed, there were no anomalies found. (B)(4).

Event description:
It was reported that during implant the lead had high resistance and no sensing or capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.